Event description:
A malfunction alarm identified as code malf 16 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as a backup insulin therapy. The customer was also guided to put the pump in storage mode and return it within 10 days using a pre-paid label.